Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: unk-p-scs-linear_leads.

Event description:
It was reported via facility medwatch (medwatch form mw5171686), that the patient was electrocuted while walking causing burning sensation at the back. It was also stated that the patient was not able to lay on the back and was experiencing excruciating pain. Additionally, the patient's paddle had shifted following an implant procedure.